Manufacturer narrative:
The investigation of temporary pump stop has been completed. The pump was returned for investigation. Data logs were not provided for the case. No physical damage was noted on the returned product. Upon further investigation, a biometer was found wrapped around the impeller. The pump was socked in a bucket of water for 15 minutes and was then able to start, with observed saturated pump flow. The cause of the temporary pump stop issue was not determined since issue was not reproduce on returned product and data logs were not available to review. B1 revised to reflect both adverse event and product problem, based on additional information received from the clinical site. B2 revised to reflect death and date of death based on additional information received from the clinical site. B5 revised with additional information received from the clinical site. D6b explant date added. H1 revised to reflect death. H6 revised based on additional information received from the clinical site.

Event description:
Additional information received that the family decided to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The date of explant is unknown the field was left blank accordingly. The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Entering cardiac output (impella cp with smart assist), section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient (unknown race and ethnicity) noted with post-cardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.5 device for mechanical circulatory support. During support, the pump stopped due to motor current spike. The pump was eventually restarted on p-1 setting and was worked up to p-3. There was no report of patient harm.